Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of the reported call service alarms. Moisture was observed behind the display lens and a leak was found on the display lens during a leak test. The pump powered up with the appropriate audible and vibratory features. All the buttons functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The reported call service alarm issue was verified in the black box but not duplicated in the investigation. Pump casing was opened and additional evidence of moisture contamination was found on the printer circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump emitted call service 064 alarms during rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.